Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was discovered to be in safety mode. Surgical intervention was performed, and the ICD was explanted and replaced. No additional adverse patient effects were reported. This ICD is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.